Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the entire thoracic system was explanted at unknown date.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.